Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her child's insulin pump alarmed failed battery test after installation of new battery. Pump also lost power on three separate occasions. Customer's blood glucose was 108 mg/dl at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump has normal operating currents. No damage was found on the lcd isolation tape noted. No off no power anomaly and no failed battery test alarm during our testing. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.